Event description:
It was reported that the patient received a message on the remote control that the ipg was at the end of its battery life. The patient underwent a revision procedure wherein the ipg was replaced with a rechargeable device. The patient was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.